Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported via voluntary medwatch mw5102310 that the patient sent home with fluorouracil infusion as part of their chemo regimen. Midway through the infusion, pump error occurred at patient's home: "no disposable attached ." The patient's infusion was interrupted/delayed , with the patient needing to return to the hospital and wait while a new cassette is compounded by pharmacy staff. There was no patient injury reported.